Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user received an alert indicating a motor stall following a meal announcement, after which blood glucose rose to 400 mg/dl and remained above 180 mg/dl for approximately two hours; the user performed a dry run cartridge test without recurrence of the stall and then completed a full supply change using an inset infusion set, after which the device resumed insulin delivery. Symptoms included hyperglycemia. Outcomes included no health consequences or impact, no ketone testing, no back-up therapy, no medical intervention, and no need for assistance. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall alarm. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.